Event description:
End user states that when he bought the chair he was sold a demo model chair. The user reported t they had to have it repaired. The user reported that the chair swiveled and an issue possibly related to the wheels and that the batteries are not working or charging. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-mcg serial number (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1143190, rev 1 (june 10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.